Manufacturer narrative:
PMA/510(k) #: p050017/s006. The investigation into this event is currently being completed.

Event description:
During introducing stent over wire, stent could not be pushed, so pulled out of sheath, on checking stent was partially opened. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿premature stent deployment with safety lock in place¿. No adverse effects to the patient have been reported as occurring.

Event description:
During introducing stent over wire, stent could not be pushed, so pulled out of sheath, on checking stent was partially opened. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿premature stent deployment with safety lock in place¿. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Device evaluation the zfv6-125-10-12.0 device of lot number c1545089. Involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2019. The stent was partially deployed at the tip. The red tab was in place. The flexor had partially separated. There was fish mouth damage at the tip. Document review: prior to distribution zfv6-125-10-12.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl, a review of the relevant manufacturing records (c1545089) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1545089. There is evidence to suggest that the customer did not follow the instructions for use (ifu0058-3). ¿this product is intended for use in the iliac, superficial femoral artery(sfa) and above the knee popliteal artery for the following treatments: ¿ arterisclerotic stenosis total. Total occlusions that have been recanalized¿ root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device being used off-label, as simulated use testing has not been complete for this indication then it is not possible to understand how the device will perform. Therefore it is possible that the off-label use may have contributed to damage to the device, difficulty in advancement and exposure of the stent, possibly as a result of compressive forces on the outer sheath. The partially deployed stent may then have anchored distally causing a tensile force on the outer sheath when they attempted to withdraw the delivery system. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. The investigation into this event is currently being completed.

Event description:
During introducing stent over wire, stent could not be pushed, so pulled out of sheath, on checking stent was partially opened. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿premature stent deployment with safety lock in place¿. No adverse effects to the patient have been reported as occurring.